Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned was confirmed to have a broken spring bar. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is not known and multifactorial.

Event description:
It was reported that the screws of the aviator plate backed out, revision surgery was performed to replace the plate.

Event description:
It was reported that the screws of the aviator plate backed out, revision surgery was performed to replace the plate.